Event description:
When nurse went to switch patient's autovac to a bulb reservoir drain, they found that the bulb reservoir did not have the plug to close the bulb suction. Removed defective piece and used a second device. No patient harm.